Event description:
The customer reported inaccurately low readings with test strips. On 9/12/96 she opened a new bottle and obtained consecutive readings of 14,19 and 27 mg/dl. The test were performed in the morning (fasting) within a time span of 15 minutes. Because she felt that the readings were inaccurate, the customer called the co customer support line immediately following the tests. The customer did not have normal control solution so a control solution test was not performed. The customer said she performed a check strip. The result was 78 versus a range of 68-94. The desiccant is in the open bottle she stores the test strips in her bedroom dresser.